Event description:
Health professional reported via e-mail: "...two weeks postop developed horrible left shoulder pain; wbc 20k & CT showed air around band. No contrast leak. Took band out yesterday. No pus, but severe inflammation around band & tubing. No stomach leakage seen at surgery nor on upper gi today." The lap-band system was removed, but not replaced. Follow-up with the surgeon is in progress.

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan had not received the product at this time. Therefore, no analysis or testing has been done. The reported events are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of irritation/inflammation as follows: "contraindications(s): the lap-band system is contraindicated in: patients with inflammatory diseases of the gastrointestinal tract, including severe intractable. Esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease." Device labeling addresses the reported event of pain as follows" "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ...abdominal pain, chest pain, incision pain, and...port site pain."